Event description:
It was reported that the right ventricular lead impedance had decreased and was low. The impedance was also noted to be varying. The lead remains in use. No further patient complications have been reported.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.